Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: computed tomography scan predictors and prognostic impact of combined pulmonary hypertension in patients with aortic valve stenosis undergoing tavi.

Event description:
The article, "computed tomography scan predictors and prognostic impact of combined pulmonary hypertension in patients with aortic valve stenosis undergoing tavi", was reviewed. The article presented a retrospective, single center study to evaluate the correlation between computed tomography (CT) derived main pulmonary artery (mpa), right pa (rpa), left pa (lpa) diameters and mpa/ascending aorta (aa) ratio and pulmonary hypertension (ph) subtypes defined at right heart catheterization (rhc) and to evaluate their prognostic impact. Devices included in the study were sapien/xt/3/3 ultra (edwards lifesciences), and myval (meril life sciences), lotus (boston scientific), corevalve/evolut r/evolut pro (medtronic), acurate/neo (boston scientific), portico (abbot vascular, santa clara, california, USA), navitor (abbott) and jenavalve (jenavalve). The article concluded that increase in mpa/aa CT-derived ratio is predictive of combined ph, highlighting patients who could benefit from a rhc in term of cardiovascular (cv) stratification before tavi. [The primary and corresponding author was (B)(6), department of cardiac, thoracic and vascular sciences and public health, (B)(6), with corresponding email: giuseppe.tarantini.1@gmail.com]. The time frame of the study was from june 2007 to december 2022. A total of 638 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 81 years (no ph), 81 years (ipcph), and 80 years (coph). The majority gender could not be determined. Comorbidities included arterial hypertension, diabetes mellitus, dyslipidemia, smoking history, coronary artery disease, chronic kidney disease, and pulmonary hypertension.

Manufacturer narrative:
Summarized patient outcomes/complications of computed tomography scan predictors and prognostic impact of combined pulmonary hypertension in patients with aortic valve stenosis undergoing tavi were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, dyslipidemia, smoking history, coronary artery disease, chronic kidney disease, and pulmonary hypertension. One of the complication reported was death; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: computed tomography scan predictors and prognostic impact of combined pulmonary hypertension in patients with aortic valve stenosis undergoing tavi.